Event description:
Caller working with patient in clinic. Pt has been stuck in passive charging for past 3 weeks; pt estimates that they spent at least 2 hours in passive charging yesterday. Today in clinic, they've been charging in passive recharge mode for about 20 min and getting consistently in 90's for values. Using a spare rtm didn't make a difference and they were still stuck in passive charging. The caller hasn't been able to connect the controller the ins alone (it indicates "no device found). Pt says they've gained 8 lbs but ins outline can be felt by caller. Pt's therapy has been good with no changes. Caller tried to connect to ins using tablet. The progress bar would progress and then restart multiple times but eventually caller did connect to ins which was showing as 60% charged. Caller noted that whenever the ctm was not directly over the ins pocket area, he lost connection to the ins. No falls, trauma or procedures for the pt. Pt has been using group a mostly which is using dtm programming with all 4 programs at 7.5ma. The impedance check indicated high impedances with electrode #9 (caller mentioned 29,580 ohms). Caller removed this from group a as it was programmed (#9 is not being used in group b which the pt may also use). Group b also using dtm programming with all 4 programs at 7.5ma. Tss had caller create an mdt file during the session. Caller went back and was able to connect to ins using controller alone and was able to initiate a normal recharge session intermittently, but only as long as the controller was right over the ins pocket site. The caller did multiple attempts at positioning of the controller relative to the ins pocket and consistently had issues when controller was drawn away from the ins pocket site at all. Had caller conduct 2 disable device feature attempts but these did not resolve the telemetry issue. Caller noted that after trying the disable feature, that the ins charge level had dropped to 30%. Tss reviewed potential for a telemetry issue going on with the ins hardware but that we needed to investigate further by trying a different controller (tss will send) and looking at session and mdt files. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# unknown implanted: explanted: product type programmer, patient product ID 9 77c165 lot# serial# (B)(6); implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6);, ubd: 02-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller shared impedances taken recently showing high imped on #9 and 15. Tss acknowledge the imped results. There are planning on replacing the ins. Closing case.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Replacement controller is having the same issues as the old controller in that it needs to be right over the implantable neurostimulator (ins) pocket to connect to ins. And when trying to charge the ins, the patient (pt) has to have both the controller and recharger together over the ins pocket site to maintain a normal charging session. Pt is charging for longer durations recently (caller mentioned that pt charged today for 1.9 hrs with poor signal from 30 to 90%; 6/4 1.4 hours (hrs) 40 to 100% with good coupling and 6/3 10 to 90% for 2 hrs with good coupling. Today they were able to get excellent coupling in clinic. Caller did change pt's cycling interval to 15 / 30 seconds to reduce recharging need. Energy calc is now at 1.8 days for charging frequency and pt using dtm settings. Tss reviewed that pt could get into situation of not being able to adjust their stim if they couldn't communicate with their ins due to reduced telemetry and (B)(6) has discussed this with the patient already as pt does want to continue using their stimulation if possible. Tss indicated that reports were still being looked at and that we would connect next week about next steps. Received email from manufacturing representative (rep) about status of case. Tss (technical services) sent email back to review that troubleshooting has been exhausted and that there aren't any further recommendations to make other than to consider explanting the ins. Provided warranty team contact info to manufacturing representative (rep).

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a hcp. It was reported the patient had a faulty generator that was not communicating. It was explanted on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# unknown, product type programmer, patient. Product ID 9 77c165, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 97745, serial# unknown, product type programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient is scheduled for intellis explant today and will be implanting with inceptive implant this morning.caller reports the intellis cannot connect to the implant unless its directly on top of the implant, same with when patient is recharger. Caller reports he will send implant, controller and rtm back to medtronic for analyze, see tracking number. Caller reports he will try to connect to the implant when the pocket is open via remote to see if it would connect. Caller reports he will be filling out the warranty form. Technical service specialist saw tracking # in case note. Implant was rec'd at medtronic on friday, july 18, 2025. Closing case.